Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had backlight anomaly. Blood glucose was unknown. Customer reported that they got the replacement pump and finds the new pump very yellow. Customer did the selftest with old insulin pump, screen turns white and did it with new insulin pump, screen turns yellow. Customer reported that its a lot less clear to see. Customer reported that he has issues with his eyes and therefore he doesn¿t want to use new insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. No back light anomaly noted during testing. Insulin pump tested okay.